Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement confirmed through x-ray, resulting in loss of capture (loc) and a new lv lead of a different model was placed. This lead will be returned. No additional adverse patient effects were reported.